Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that the glucose result for one patient was reflected incorrectly in the cobas it 1000 system when compared the same patient result on an accucheck inform 2 meter. A nurse who was operating the meter and the cobas it 1000 system noticed the discrepancy. The accucheck inform 2 meter showed a result of 7.4 mmol/l, but the result was incorrectly showing up as 3.6 mmol/l in the cobas it 1000 system. The patient was not adversely affected. The system was upgraded and after doing this, it correctly reflected the meter results.

Manufacturer narrative:
The issue could not be replicated and no root cause could be identified. After upgrading the driver, the issue did not reoccur.